Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient received no other alerts in pump and thought had some issue with the infusion set and experienced high blood glucose event which was treated by manual injection and syringes on (B)(6) 2026.